Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Visual evaluation of the returned product identified that both sterile cavities have been opened; only inner sterile cavity with the device was returned; the outer sterile cavity was not returned; there is adhesive transfer on the inner cavity indicating that it was properly sealed during manufacturing. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Device was returned from facility with packaging damage and sterility barrier potentially compromised. No patient involved. Attempts have been made, and no further information has been provided.